Event description:
During a cryoablation procedure, an empty nitrous oxide refrigerant tank needed to be replaced. A new tank was brought in, placed on the floor, and the nurse removed the plastic covering. When the technician picked up the tank to place it in the console, the nitrous oxide gas sprayed out of the tank at high pressure. The tap (tank handle) was still closed when this happened and the staff threw a sterile towel on it and let it run empty. It was reported that two staff members had minor freezer burns.

Manufacturer narrative:
Investigation into the alleged failure was not possible since the device was not returned; the refrigerant tank was lost.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device is being sent to the manufacturing site for investigation. Results of evaluation of returned device will be submitted in a supplemental report.